Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called for help with the bolus wizard settings. The customer then stated she was hospitalized for low blood glucose and the reading was 27 mg/dl. She stated she treated a high blood glucose reading of 600 mg/dl one night, and the next morning the paramedics were called, because she was unconscious. The customer felt that the basal rates were set too high. Nothing further was reported.